Manufacturer narrative:
An event of device embolization into left atrium was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. Information from field indicated that the device embolization was believed to be due to small aortic rim. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 july 2023, a 32mm amplatzer septal occluder was chosen for implant, using a 12f non-abbott delivery sheath to treat atrial septal defect (asd) with small aortic rim of around 2.5mm. The defect was measured to be 27-28mm, and the sizing of the device was determined using transesophageal echocardiography (tee). The device was successfully deployed. During echocardiogram check, the device was observed to have completely dislodged from the defect and was located in the left atrium. In the physician¿s opinion, the device embolization was believed to be due to small aortic rim. The patient was sent to open surgery for emergent removal of the embolized device and closure of the asd. The patient remained hemodynamically stable during and post procedure.